Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced prolapse, cystocele, urinary tract infection, urinary frequency, difficulty voiding/can¿t empty bladder completely, stress urinary incontinence, vaginal bleeding, nocturia, occasional enuresis, pain, tenderness, discomfort, urinary urgency, mesh protruding through the anterior vaginal wall, soreness, bladder infection, scar tissue, cystodistention, detrusor overactivity, wound infection, wound leakage, dysuria, fistula, escherichia coli, citrobacter koseri, enterococcus sp., mrsa, klebsiella pneumonaie, pseudomonas aeruginosa, and redness. Post-operative patient treatment included anterior bridge repair, cystoscopy, partial removal of tape, physiotherapy, scar tissue was incised, vaginal repair, perineorrhaphy, suprapubic catheter placement, and medication.